Event description:
It was initially reported that the pt was admitted to the hospital, which was initially indicated as normal seizure activity for the pt. The pt is non-verbal. The device has been confirmed to not be at an end-of-service condition as the elective replacement indicator still shows "no." Last known diagnostics are within normal limits. The nurse at the hospital said that the pt's seizures have changed pattern and there has been an increase in seizures. They were described as "the nature of the seizure has changed." It is unk if the seizure increase is above pre-vns levels and the specifics of the change in pattern. The pt has since been referred for generator revision, but has yet to occur. Good faith attempts to obtain add'l info have been unsuccessful to date.